Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was very sensitive small bubbles producing air in line alarms. The reporter did not provide specific information about solutions, however, a baxter contracted educator noticed a nurse mixing a vial of powder with a solution and shaking it vigorously, while walking away. The educator explained to please remind staff to gently rotate to mix rather than shake as it could make a difference. There was no known patient injury or medical intervention associated with this event. No additional information is available.